Event description:
An optometrist reported a patient with mildly decreased distance visual acuity and two to three areas of epithelial ingrowths/defects of the right eye at one month lasik post-operative visit. At visit patient indicated "the right eye is slightly less sharp than the left eye," and "eyes dry". This report references the right eye. An additional report will be filed for the left eye. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).